Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the representative was getting ready for a lead revision case- the physician wanted to leave the old lead in place and implant a new lead. The patient's lead had migrated which was confirmed via x-ray. Additional information was received from a health care professional via a manufacturer representative. It was reported that the healthcare provider was not sure when the lead migration happened as they had inherited the patient, but it was noted that the most likely cause was due to the anchor of the lead becoming dislodged. The lead was removed and replaced, and the issue has been corrected. No further patient complications are anticipated or expected as a result of this event. Additional information was received from a manufacturer representative. It was reported that the patient was not getting optimal coverage, therapy was not optimized due to the lead migration. No further patient complications are anticipated or expected as a result of this event. Additional information received from the representative. It was reported that the patient's lead was replaced on (B)(6) 2018. They didn't have the serial number of the lead and neither did the healthcare provider. The patient's weight was unknown and the healthcare provider disposed of the lead. No further complications reported.